Manufacturer narrative:
(B)(4).

Event description:
Nurse, caregiver contacted dexcom technical support on (B)(6) 2015, on behalf of the patient, to report no audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.